Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary artery. It was reported that following the use of a non-compliant balloon, thirty (30) pulses were delivered by the catheter and then thrombosis was observed. There were no patient symptoms preceding thrombosis. The thrombosis was successfully aspirated and there were no additional patient sequelae and no prolonged hospitalization reported. No additional information was provided. There was no reported malfunction with the ivl device.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the thrombosis could not be determined based on the information available. There was no report of any device malfunction. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.